Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user on their third day of therapy experienced very high blood glucose readings on both the ilet and a glucometer after breakfast and a shower during which the pump was disconnected for approximately 45 minutes, with no leaks or infusion set issues reported and insulin remaining in the reservoir; the device problem and affected component could not be characterized due to insufficient information. Symptoms included hyperglycemia and fatigue. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.